Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a (B)(6) patient with a 23mm aortic valve, underwent surgery for valve-in-valve replacement after an implant duration of approximately 8 years and 7 months due to thickened leaflet and stenosis. As reported, there was no calcification but the leaflets showed fibrotic changes. Indication for implant of this valve was native aortic stenosis. A 23mm transcatheter valve was implanted from transapical access successfully. Final outcome was good and patient vital signs were noted to be stable after tavi.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.